Event description:
It was reported that the patient with this brady lead felt the lead was pulled and loose. Boston scientific technical services (ts) referred patient to md. This brady lead remains in service. No adverse patient effects were reported.